Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of liquid crystal display (lcd) panel having no image was confirmed. Based on the results of the investigation, lcd panel failure was confirmed during evaluation, therefore, it was surmised that the lcd did not have an image due to lcd panel failure. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, the high definition monitor lcd (liquid crystal display) image was black upon power on. There were no reports of patient involvement.